Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device got wet and lost it's configuration and was having power issues with power recycling. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.